Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon review of transmission, it was noted that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The patient condition was unknown. Further information was requested but not received.

Event description:
Additional information received confirmed that as a resolution programming changes were made and there were no patient consequences.